Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred during the load process. In addition, it was reported that an occlusion alarm occurred. Customer's blood glucose level was 472 mg/dl. Customer reverted to manual injections for insulin therapy.